Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was not confirmed. The small grasping retractor instrument was analyzed and visual inspection did not reveal any damage. The cables were not broken at the distal or proximal ends. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the small grasping retractor instrument was found with a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument damage was found prior to reprocessing. The customer confirmed that there was no reported fragment that fell into the patient in the last procedure the instrument was used on. The customer was unable to provide further information.

Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.